Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that on an unspecified date, the pt discovered moisture in the cartridge compartment and a 'fog' under the display screen after the pump had been exposed to water. Troubleshooting revealed there was no water in the battery compartment, no cracks of dents in the casing or cartridge compartment. The cartridge cap was tight and intact, the keypad was intact and the battery cap was secure and tight. The cartridge lot reported was expired. There was no adverse event associated with this issue.